Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had knee replacement surgery almost 2 weeks ago and ever since then they have had return of incontinence and they are not getting any "vibes". Patient said they were not told to bring their equipment to the surgery and they do not know if therapy was turned off for the procedure. Offered to assist pt to check their settings and during the call patient was successful to synch with their implant and confirmed stim was on, they increased their amplitude and confirmed they could feel sensation comfortably. Patient will maintain stimulation level and will continue to track symptoms. Redirected to their doctor.